Event description:
Depuy pinnacle metal on metal hip was causing metal poisoning and had to be modified. The head and ring were replaced. Prior to the replacement the pain and discomfort were intolerable. I spent considerable time taking prescribed medications including oxycontin and percocet. Sleep was nearly impossible and the pain was continuous and intense. The doctor was not interested in discussing the possibility of metal poisoning being a possibility. When the surgery was started the intent was to remove the whole implant. After the incision was made to entirely remove the implants it was determined that metal poisoning was the issue and so the head and ring were replaced and necrotic tissue was cut out. The doctor had ordered 2 aspirations of my hip and ran tests for bacteria but to my knowledge he didn¿t test for metal poisoning. He seemed to have a dismissive attitude when I asked about metal poisoning.